Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the right eye on the surgeon side console (ssc) was grainy. The customer had tried multiple endoscopes, moved in a new vision side cart (vsc) but issue was not resolved. They then changed out the ssc with one from a different dual ssc system and system had a normal image. Later on, the customer called back to report that they were still seeing a grainy image in the right eye of the ssc. The customer managed to isolate the issue specifically to the ssc by swapping vsc's and having a secondary ssc in the room. The procedure was converted to another dv ssc system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it initially powered on without errors and no grainy image on just color bars at startup, could only see distortion intra-operatively. It was confirmed that the procedure was completed with the second surgeon side console (ssc), it was confirmed that the issue was identified during procedure when surgeon got on the console (the picture on the vision tower and our integrated video system were both on the left eye which was working correctly, so the problem was not identified until the surgeon looked through the eyepieces. The system functionality was checked upon powering on the system, and it initially powered on without errors with no grainy image on just color bars at startup, could only see distortion intra-operatively.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced high-resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Fa investigations could neither replicate nor confirm the customer-reported complaint of 'right eye in doctors console is grainy'. The hrsv unit was installed onto the test system and on startup it provided no issues or notable image distortions; the hrsv unit sat idle for 20 minutes to check periodically, then the system ran through 10 power cycles to continue testing but no trouble could be found. There were no errors found in the logs, and visual inspection deemed the hrsv unit in good condition.